Manufacturer narrative:
When performing a visual inspection of the balloon using magnification there are no visible markings on the balloon. When balloon lumen is flushed with dyed water a small pin hole in balloon is visible. Complaint confirmed, root cause can be related to procedural factors. No device non conformance can be identified. No labeling, risk control or instructions for use inadequacies have been identified. Edwards has a technical summary that has been opened to analyze trends seen in this application failure. There will be no product risk or CAPA for this event. The complaint, work order and the manufacturing processes used to build the intraclude were reviewed and no indications for a manufacturing defect were found. The root cause of the pin hole in the balloon cannot be determined. Complaint trends remain within control. Trends will continue to be monitored through the edwards quality system.

Event description:
As reported by our collegues in (B)(6), intraclude was prepped by the nurse like IFU, everything was ok. Proctor and surgeon started the mis procedure, like normal : incision thorax, femoral cannulation, placing ports for camera,co2, atrial retractor¿ intraclude placement done like IFU, balloon inflation done like IFU, all under guidance of the proctor. Everything was well monitored aorta size : 34mm.volume in intraclude : 32cc, slack removed, balloon pressure : start at 420mmhg, with slow drop to 340mmhg during 1h15 of clamp time root pressure in normal range : 4-12 mmhg, up to 34 mmhg during cardioplegia delivery ( custodiol 1,5l) cardioplegia : flow 300ml/min, 320 mmhg systemic pressures, left and right : 50-70 mmhg atrium was opened with good exposure of the mitral valve. On the screen you could see the bulge of the inflated intraclude. The balloon was positioned quite high in the ascending aorta, no obstruction of the truncus. The surgeon, placed the sutures around the annulus starting at the anterior commissure, going down and posterior. 7 to 8 sutures were in place and he was working in the area of the posterior commissure, when a sudden drop of balloon pressure was noticed. Immediately after, the root, left and right radial pressure were all the same and a lot of blood was coming in the operating field. We realized that the intraclude was not occlusive anymore and we took the decision to replace the intraclude with a new intraclude. This was after 1h 15 cross clamp time. When the intraclude was removed, we checked the problem as the balloon was not ruptured. When we inflated the balloon, we saw a small jet of fluid coming out of the balloon. We guess that the surgeon punctured the balloon when he was placing the stitches at the anterior commissure, but the pressure dropped in the balloon when he was placing stitches at the posterior commissure (movement/ manipulating of the balloon). When the intraclude was replaced by a new device, the procedure continued without problems and the patient was doing fine.

Manufacturer narrative:
Investigation to be completed upon receipt of device.